Event description:
It was reported that during a sleeve gastrectomy procedure, after the greater omentum was dissected, the surgeon position the device fitted with a green reload 6 cm from the pylorus and fired it after waiting fifteen seconds for compression. Subsequently, a gold reload was fitted on the stapler and the second firing was attempted after waiting for fifteen seconds of compression. During the second firing, the gastric tissue milked out of the echelon jaws during the second and third stroke of the firing sequence. On releasing the jaws, the staplers were bunched up at the crotch and appeared to be malformed. In addition, a large serosa defect was apparent of both sides of the staple line. The gastric calibration tube as well as the ng tube was confirmed by the anesthetist to have been absent during the firing. The serosa defect was repaired using sutures and a new device was opened to complete the surgery. Finally, the surgeon applied evicel glue on the staple line. No buttressing was used for the staple line and there were exceptional surgical concerns regarding the patient. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Closure trigger top. The (B)(4) device was received for analysis with no visual non-conformances, the indicator in the locked position and without reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). . A batch record review was performed and no anomalies were found during the manufacturing process.